Manufacturer narrative:
The customer's device was not returned to stryker. The customer received a replacement lid and battery. The cause of the reported issue could not be established.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.